Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with unknown antibiotics (doses, frequencies and routes not reported) for peritonitis. The patient¿s outcome was not reported. On an unspecified date pd catheter was removed due to the presence of fungal peritonitis. On an unreported date, the patient was changed to hemodialysis and discontinued pd therapy. No additional information is available.